Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified popliteal artery (pop). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, upon the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was stable.